Event description:
As reported, this 90 y/o male patient¿s poly were exchanged due to wear. Patient¿s knee was infected, and a poly and patella revision was performed due to the porus nature of the material. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. The devices are not available for evaluation as they were disposed by the hospital.

Manufacturer narrative:
Concomitant medical products: patella, 3-peg, 32 (cat# 200-02-32). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3) as reported, this 90 y/o male patient¿s poly was exchanged due to wear. Patient¿s knee was infected, and a poly and patella revision was performed due to the porous nature of the material. There was no breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. The devices are not available for evaluation as they were disposed by the hospital. Per sales rep. ¿kindly note we have no records of the index surgery date or the serial numbers of what the patient had¿ no additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear. These devices are used for treatment not diagnosis.